Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill test to reservoirs per (B)(4). No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir tubing shows air bubbles. Customer's blood glucose level was unknown. Approximate size of air bubbles is half an inch. The customer stated that the insulin pump was vibrate. The device will be returned for analysis.